Manufacturer narrative:
No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Further correspondence from the customer indicated ¿that the canister was disposed of and the exact reusable machine that it attaches to is unknown. The hospital did have further discussion on the case and felt the cord and the disposable canister for this product can easily become disconnected.¿ cardinal health has requested further information from the customer regarding more specific information. The hospital has indicated they are requesting a lot number and pictures of the canister attached to the suction hose and will provide any additional information when received. If we receive specific information regarding a catalog number and/or lot number, an addendum report will be filed.

Manufacturer narrative:
Further product correspondence was received from the customer. The lot number was not provided; however, they provided the product number (65651-515) and pictures of the roll stand setup. The pictures revealed two 1.5l crd canisters were assembled on a roll stand with a reusable polycarbonate canister with built in on/off valve. A visual examination of the returned pictures was completed with quality and engineering management. There were no non-conformances noted from the pictures. Without the actual event sample, or lot number no specific assignable root cause can be determined. Per our instructions for use, premature shut off of the vacuum may occur under the following conditions for the mechanical shut off system. The canister is bumped or moved suddenly from a vertical position. The shut off valve is angle sensitive and designed to stop the vacuum under these conditions. Allow for enough patient tubing during use to avoid tilting the canister when the tubing is pulled and moved during a procedure.

Event description:
As the surgeon was performing the surgery, he noted the suction device had suddenly stopped working. The cord from the suction machine loosened from the canister. While waiting for the hose to be re-attached, blood welled up in the hypopharynx and leaked around the laryngeal mask airway (lma). The patient began having airway sounds, and some resistance was encounter by the anesthetist in ventilating the patient. These issues resolved as soon as the blood was evacuated from the pharynx, with approximately 30-60 seconds of elapsed time without suction. The identical procedure was performed on the contralateral tonsil without complication. By the end of surgery, anesthesia was concluded but the patient showed evidence of stridor. The patient was intubated and sedated and sent to pediatric intensive care unit (picu) for overnight observation. The patient was discharged the following day with no further complications. The circulator stated problem is that there is nothing to securely fasten the cord to the canister.